Event description:
Customer alleged receiving an error code e501 on the right motor and brake - motor locked up making the chair turn on the sidewalk. No injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model tdxsi-hd, (B)(4) is approximately 2 years old. The owner's manual part number 1154294 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male, (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that there was an error code, e501, for the right motor and brake. The motor allegedly locked up making the chair turn on the sidewalk. The right motor has been replaced on the power chair. No injury alleged.